Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery while attempting to fill the tubing. Customer's blood glucose level was 475 mg/dl. Customer was advised they may be asked to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer was advised to replace plunger and manually push plunger while keeping the reservoir straight. Customer verified that the insulin exited the tubing and was advised that the device is properly functioning.